Manufacturer narrative:
Follow-up #1: date of submission 04/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2016 with the following findings: during investigation, revealed that the display was dim, fading and discolored. There was no moisture observed during the visual inspection. A leak test was performed and no leaks were detected. The pump was opened and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/moist) issue. It was reported that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.